Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 500mg/dl. The customer stated that the insulin pump was not functioning properly and she boluses and changed the site, but her blood glucose was still high. The customer stated that she was on insulin drip and fluids due to dehydration. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. The basal rates and bolus wizard settings were correct. Reviewed the alarm history and found no alarms that would stop the insulin delivery. The customer did not feel comfortable and requested a replacement of the device. No further information was provided.